Event description:
The cryoablation procedure was performed (B)(6) 2011. Procedure time was 140 minutes with left atrial dwell time of 50 minutes. All veins approached 2 times with 4 minute applications. Diaphragmatic pacing was performed throughout application of right sided veins. There was no occurrence of system notice messages during the procedure. Patient death on (B)(6) 2011. The cause of death was considered to be thrombolic event.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.